Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for pancreatitis. It was reported that there was a loss of therapy. The patient had surgery several years ago that made their pain level lower so they had not used their device. The pain was now coming back where the patient needed stimulation. The patient wanted to get it working again. The patient had a health care professional (hcp) appointment scheduled for (B)(6) 2016 and wanted a manufacturer representative to be present. The issue had started in 2016 about 6 months before the report. A manufacturer representative was contacted and reported that they would reach out to the patient. On 2016-sep-15, additional information was received from a rep. It was reported that the patient's ins battery was dead and at the end of its service (eos); the battery would be replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.